Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming was performed.

Manufacturer narrative:
Concomitant medical products: c4tr01, ipg, implanted: (B)(6) 2015; 5076-58, lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent undersensing was noted on an electronic transmission on the right atrial (ra) and right ventricular (rv) leads. Rising and high thresholds were noted on the left ventricular (lv) lead. The leads remain in use. No patient complications have been reported as a result of this event.